Event description:
The customer reported that red blood cell (rbc) and hematocrit (hct) levels were low for control runs on a coulter lh 500 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/02/2015. The fse found low control levels for the rbc and hct parameters, as the customer had reported. The fse replaced the blood sampling valve (bsv) and actuator citing a possible clog in the part. The instrument ran without malfunction after the replacement. The repairs were verified per established service procedures. (B)(4).